Event description:
Drive medical has received a letter from one of our customer's insurance company complaining about a knee walker originally distributed by drive medical. It is reported that on the first day the claimant obtained the walker, she rode the walker down a ramp in a parking lot. It is alleged that the walker's wheel was caught in a large crack in the concrete of the lot and the handle bar kept turning causing the claimant to fall. The claimant has allegedly reinjured her knee requiring additional repair. It is unclear to drive medical what level of instruction and/or training the claimant had received on the device prior to the incident. We also don't understand why the claimant used the walker down the ramp right after receiving it. This MDR report is based on the information provided by the insurance company and attorneys.